Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probe broke due to the application of load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the thunderbeat probe broke during a therapeutic cholecystectomy procedure under sedation. A part of the device fell into the patient¿s body, intra-abdominal and was retrieved with the aid of forceps. The procedure was completed with an olympus back-up device with a delay of 5 minutes. There were no reports of patient harm.

Manufacturer narrative:
E1: complete name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.